Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's mother reported customer's adc blood glucose meter was displaying a low battery icon, even after changing the batteries. Caller further reported that due to this customer stopped making adjustments to her insulin dose because she believed the meter was not working and she didn't know what her blood glucose was; so she just administered her "normal" insulin dose. It was further reported that on (B)(6) 2016, after four days without testing, customer began vomiting whenever she attempted to eat, so she self-presented to her healthcare provider. The hcp diagnosed her with dka (diabetic ketoacidosis) and sent her to the hospital. Customer was hospitalized for four days and discharged on (B)(6) 2016. Customer was given a new treatment regimen, which adjusted her insulin doses. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This serves as a correction report. (Serial number) was incorrectly documented in the initial MDR and follow up #1. Section has been updated based on the returned product.

Event description:
Customer's mother reported customer's adc blood glucose meter was displaying a low battery icon, even after changing the batteries. Caller further reported that due to this customer stopped making adjustments to her insulin dose because she believed the meter was not working and she didn't know what her blood glucose was; so she just administered her ''normal'' insulin dose. It was further reported that on (B)(6) 2016, after four days without testing, customer began vomiting whenever she attempted to eat, so she self-presented to her healthcare provider. The hcp diagnosed her with dka (diabetic ketoacidosis) and sent her to the hospital. Customer was hospitalized for four days and discharged on (B)(6) 2016. Customer was given a new treatment regimen, which adjusted her insulin doses. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The returned meter was investigated with retained test strips. Meter powered on with button depression and test strip insertion. No new issues were observed. Low battery icon was not observed. The complaint was not confirmed.

Event description:
Customer's mother reported customer's adc blood glucose meter was displaying a low battery icon, even after changing the batteries. Caller further reported that due to this customer stopped making adjustments to her insulin dose because she believed the meter was not working and she didn't know what her blood glucose was; so she just administered her ''normal'' insulin dose. It was further reported that on (B)(6) 2016, after four days without testing, customer began vomiting whenever she attempted to eat, so she self-presented to her healthcare provider. The hcp diagnosed her with dka (diabetic ketoacidosis) and sent her to the hospital. Customer was hospitalized for four days and discharged on (B)(6) 2016. Customer was given a new treatment regimen, which adjusted her insulin doses. There was no report of death or permanent injury associated with this event.